Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 1/8/2016 - litigation papers allege the patient experienced difficulty walking and severe pain in his hips. He developed osteolysis and blood testing indicated elevated levels of cobalt and chromium. Patient was revised due to chronic pain, discomfort and other symptoms.

Manufacturer narrative:
See section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received. Patient suffers from elevated levels of cobalt and chromium and pain. **update (B)(6) 2015 der received. Patient was revised to address pain. The acetabular cup was noted to be malpositioned.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/1/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, malpositioned cup, impingement, corrosion, osteolysis, and metal debris. There was no mention of metallosis. At this time there is no new information that would change the existing investigation. The complaint was updated on:3/14/2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).